Event description:
It was reported that during a da vinci-assisted incisional hernia repair surgical procedure, the fenestrated bipolar forceps instrument had misaligned tips and did not close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of severely bent grip tips to be related to the customer reported complaint. Additional observation not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed.